Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of up to six seconds. Reprograming options were discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).